Manufacturer narrative:
Updated b5, d4, g3, g6, h2, h4, h6 and h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. Intravitreal antibiotics were administered when the tap was performed. The hcf reported particles coming into the bag after lens insertion which is allegedly caused by the inserter. They have reported initiating best practices to mitigate this issue on future surgeries.

Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11.

Event description:
Additional information received since the last report. The patient has recovered well, is stable with a good visual outcome recorded.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.

Event description:
The healthcare facility reported that following an uncomplicated intraocular lens (iol) implantation in the left eye, the patient reported they experienced intense pain for five (5) days and attended accident and emergency (a+e). The slit lamp image showed keratic precipitates (kp) on cornea, hypopyon and the vitreous was clear. An ac tap and intraocular injection were performed for suspected endophthalmitis, and the patient was treated with pred forte, acular, ofloxacin and ciprofloxin. The microbiology results were negative. Patient's current prognosis and treatment indicated as ok considering and feels a little better. The surgeon confirmed that event was more consistent with tass than endophthalmitis.